Event description:
As reported "left ventricular lead was turned off (B)(6) 2019 for failure to capture with confirmed no capture at maximum output (B)(6) 2020. The lead was explanted (B)(6) 2020. Patient tolerated procedure well and was in stable condition post procedure.